Manufacturer narrative:
Generator information listed below: product description: evoke closed loop stimulator (cls). Model # : 102901. Catalog#: 3042. Serial/lot #: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray revealed a lead migration. Additionally, the patient reported prolonged charging times and heat sensation at the evoke closed loop (cls) implant site since implantation. A full system revision was performed to resolve the reported event.